Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device had a chipped leakage connector; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the device was serviced onsite. The connector was replaced and the reprocessor was left running at normal specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoscope reprocessor had a chipped leakage connector. The issue was found during maintenance. There were no reports of patient harm.